Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the outflow elbow connection on the pump was loose. It was hand tightened and passed up to the sterile field. While the surgeon was getting ready to close the chest, he noticed that the connection was loose. The surgeon tightened appropriately and the connection remained tight.